Event description:
PICC line inserted. Two days later developed respiratory distress. Cxr: layered effusion. Code blue x3. Expired. Autopsy = bilateral pleural infiltrates due to erosion of PICC line tip through superior vena cava.